Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint # (B)(4).

Event description:
N/a.

Event description:
It was reported before inserting, the intra-aortic balloon (iab) was checked for inflation and deflation. The physician noticed the iab was automatically deflating when they inflated it. They inserted the iab and immediately blood leaked from the insertion site. The iab was removed. There was patient harm or adverse event reported.

Manufacturer narrative:
Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).